Event description:
The reporter indicated that she was having issues with a patient's new generator during a revision surgery as an interrogation of the device prior to implant had resulted in an error message stating "the pulse generator is currently disabled due to a "vbat<eos threshold..."once the reporter was able to get past the error message, the elective replacement indicator reportedly stated "eri: 0 months." The reporter indicated that an initial interrogation of the packaged device had been successful. The product was returned to the manufacturer and is currently awaiting analysis.